Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. The customer also mentioned that the piston was all the way out from the back of the insulin pump. Attempted to rewind, but a motor error alarm occurred. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. The insulin pump was received with moisture damage found on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.